Event description:
Report received of an overdelivery of lipids due to user error in setting up the infusion. The pump was programmed in the concurrent mode to deliver tpn on the primary line at 8ml/hour and lipids at 1ml/hour on the secondary line. At 2000 one day in 2001 new bags of tpn and lipids were hung. At this time, it was reported that the nurse inadvertently hung the tpn on the secondary line at 1ml/hour and the lipids on the primary line at 8ml/hour. The infusions ran at these rates until 0700 the next day when the error was discovered. An initial triglyceride level drawn when the event was discovered resulted in a level >5000mg/dl. The infant did not experience any reported adverse sequelae. There were no reported blood sugar fluctuations as the infant was also receiving enteral tube feedings. The pump was kept in clinical service as the event was reported to be operator error in inadvertently switching the IV solutions.